Event description:
It was reported that the patient was implanted with vns without complication and started titration. Every second day the patient was titrated up 0.25 ma to 0.75 ma without any side effects. The patient was admitted to the hospital in status epilepticus on (B)(6), 2011. The patient experienced two episodes where she stopped breathing during this status event. Patient was treated with medication for the status. The stimulator was stopped with the magnet and later programmed to 0 ma on (B)(6), 2011. The relationship of the event to vns is unknown, per physician. The patient has had no further episodes since the status epilepticus was stopped.